Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, the physician attempted to use two separate speedband devices but the bands became twined and failed to deploy. The physician installed a third device but the fourth band failed to deploy. The physician then continued to rotate the handle and two bands deployed at the same time. The physician was able to complete the procedure with the third speedband superview super 7 device. The patient was reported to be in stable condition after the procedure and no patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Note: this report pertains to the first of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, the physician attempted to use two separate speedband devices but the bands became twined and failed to deploy. The physician installed a third device but the fourth band failed to deploy. The physician then continued to rotate the handle and two bands deployed at the same time. The physician was able to complete the procedure with the third speedband superview super 7 device. The patient was reported to be in stable condition after the procedure and no patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additionally, it was noted that the device was going to be expired on january 27, 2021, but the device was used during a procedure on (B)(6) 2021. Additional information received on january 25, 2022: it was reported that there was no difficulty experienced upon setting up the devices.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.